Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility, it was observed that the tip broke off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during the service evaluation process at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility it was observed that the tip broke off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during the service evaluation process at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.